Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381034 and lot number 4030760. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard bc pro leaked. The following information was provided by the initial reporter: upon insertion, the autoguard immediately began bleeding in the catheter, time < 1 sec, nothing else attached to catheter.